Manufacturer narrative:
Insulin up arrow button did not respond due to corroded keypad trace. No button error alarm noted. No scrolling numbers display anomaly noted. Insulin pump was unable to verify battery out limit alarm due to no button response. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the numbers on the insulin pump's screen were ramping. Customer reported removing the battery then receiving a battery out limit. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.